Manufacturer narrative:
The field svc engineer (fse) visited the facility and examined the sys. The sys cultured positive for pseudomonas spp. The fse decontaminated the sys and replaced several ise (ion-selective electrode) module parts. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2011 for additional reportable events.

Event description:
Customer reported that an unspecified number of erroneously low sodium results were generated by the synchron lx I 725 sys due to contamination. Cultures of the sys were positive for pseudomonas spp. The initial erroneous results were reported out of the lab. The customer retested the samples and obtained results within expectation. Amended results were reported. There was no change to the pts' care or treatment.